Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the procedure progressed smoothly up to step 4, removal of the prostyle device was difficult, and the suture was cut for extraction. After cutting the suture, the device was successfully removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported entrapment could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Product performance engineering reviewed the complaint information and analysis of the returned device. Factors that contribute to entrapment include, but not limited to, tissue or suture caught in foot, foot not fully parked, device edges catching artery wall. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4 lot# updated from ¿5082841¿ to ¿5082742".

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the procedure progressed smoothly up to step 4, removal of the prostyle device was difficult, and the suture was cut for extraction. After cutting the suture, the device was successfully removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized and the tavi procedure was completed. Hemostasis of the large-bore artery was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.